Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action (B)(4) was implemented. The device was not returned for evaluation. We are unable to confirm the cause of the reported event.

Event description:
Customer's mother reports their omnipod 5 controller power cord melted and the usb port was damaged as well. The customer stated the melted plastic from the controller burned her arm, however she did not seek medical assistance, ice was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.